Event description:
The manufacturer received information alleging a ventilator a ventilator was alarming for a low oxygen flow alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.